Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient was getting a power on reset message on the programmer. When the hcp interrogated the system it showed end of service. It was noted that the patient was trying to get an MRI for unrelated issues and the hcp was not aware of previous overdischarge issues. No patient symptoms reported.